Event description:
It was reported that during an implant procedure, neuromonitoring reported a partial loss of patients motors. The physician believed that it was device and procedure related. The physician opted to abort the procedure. Patient was moving normally postoperatively. The product was discarded per hospital policy.